Manufacturer narrative:
Initial reporter name and address: (B)(6). PMA/510k #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a filiform double pigtail ureteral stent broke while removing it from the patient. The stent was removed with graspers. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects to the patient were reported due to the occurrence. Additional patient and event information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, a filiform double pigtail ureteral stent broke while removing it from the patient. The stent was removed with graspers. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects to the patient were reported due to the occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. One filiform double pigtail ureteral stent was returned with no original packaging. The stent was returned in two segments with one of the pigtails missing. The smaller returned piece was measured to be 5.3cm and the larger segment with the pigtail was measured to be 20.8cm from the pigtail to the point of separation. The locations of separation on both segments had a slightly jagged appearance. Biomatter was present on the returned stent segments; however, encrustation was not observed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. There is no evidence that nonconforming product exists in house or in the field. The relevant manufacturing documents were reviewed, and it was concluded that the stent shape and functionality was adequately inspected during quality control. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. Improper handling can seriously weaken the stent. The cause of the break in the stent was unable to be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.